Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing leaked at an unspecified location. There was no report of patient harm.

Manufacturer narrative:
The customer¿s complaint that the tubing leaked was confirmed. No anomalies were observed on the set during visual inspection. Functional testing observed that fluid flowed through the set freely and ran with no issues. Pressure testing observed fluid and air bubbles leaking at the top engagement of the tubing and the distal y-site inlet port. Dimensional analysis was performed on the vinyl tubing; the tubing measured within specification. The probable root cause that the tubing leaked was a manufacturing issue due to insufficient solvent being applied at the junction of the vinyl tubing and y-site inlet port.